Event description:
Per the physician's report, this patient's device was explanted in 2007 due to a skin flap infection. The patient will be reimplanted in 3 to 6 months.

Manufacturer narrative:
This is a final report.